Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify software error alarm due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received alarm. The customer's blood glucose level at the time of incident was 142mg/dl. The customer mentioned the device vibrating, and being able to see water under the screen. The customer was advised the pump would be replaced and returned for analysis.